Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back stating that they had their programmer and put batteries in it and they were ready to activate MRI mode but when they tried using the programmer to connect they got a poor communication message. The patient said the ins was last charged in 2014 because they hadn't been using it. The patient also reported that they were feeling stimulation since their fall on (B)(6) 2017. The patient stated that they would call the manufacturer representative to see if they could assist them and also mentioned that they had an appointment on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wasn't feeling any stimulation at all. The patient programmer (pp) and implantable neurostimulator recharger (insr) weren't communicating with the implantable neurostimulator (ins). The patient tried to recharging the ins the night prior to the report but it wouldn't work. The insr was fully charged and the batteries were changed in the pp. The ins had been off for about four months because the ¿battery had died¿ and also because the patient was sent to jail. The patient first noticed her ins stopped working when ¿the battery pack in my back died, and I didn't have any way to charge it. I went to jail and when I came out and tried to hook everything up to recharge it, the battery pack wouldn't work. I¿m afraid it was left too long to die and now it doesn't work.¿ the patient hadn't recharged the ins since (B)(6) and she was afraid that she was going to have to have the ins replaced. An ins overdischarge was suspected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Additional information received from patient on (B)(6) 2016 reported that they felt the stimulation was going to their left leg to the foot. ¿it feels like there is something weird down there, feels like it is asleep¿ which was the reason they got the ins. Since 2013 when they got they device it had never helped. Since she got the ins in 2013, it has never helped. There were no falls/trauma, recent medical testing, or emi exposure reported that could be related to the issue. The patient could not check the ins with the programmer/recharger because their ex would not give it back to them. The patient stated that the programmer and recharger never worked with the current ins and had never been able to recharge it. The equipment did not connect and did not match the current ins. A potential overdischarge (od) on the ins was reviewed with the patient and that they needed to work with their physician to restart the device. It was noted that they had a new pain managing physician. The indications for use for the implanted device were noted as spinal pain and rsd/causalgia-complex regional pain syndrome. Additional information was received from the consumer on (B)(6) 2018. It was reported MRI compatibility guidelines were requested for symptoms unrelated to patient ins/therapy. It was further reported that there was a loss of therapy. The patient said the ins was (B)(4)% dead. The patient reported the hcp and manufacturer representative (rep) tried to get "battery to come back to life" but patient was told there was nothing hcp and rep could do, and patient¿s ins needed to be replaced. The patient said that the rep and hcp were trying to get the ins started again to address patient's chronic pain. The patient had been pending a referral to get ins replaced. The patient further reported that they had a seizure and fell. The patient had been dehydrated, cracked her chin open and had two seizures. The patient said they were on medication now and the seizures were unrelated to the device. Since the patient fell and was "banging off the walls" from the seizure, the patient could feel a tiny bit of stimulation that is irritating. The feeling of stimulation depends on the way the patient moves, lays down and gets up. Sometimes the patient feels nothing, and other times feels like an irritation, like the patient stuck their fingers in a socket. The patient doesn't remember (B)(4)% what patient did during the seizures. Patient had tried to connect with external equipment and the equipment doesn't do anything. The patient attempted to connect with the patient programmer and the patient said the patient programmer doesn't turn on and needs new batteries. The patient was redirected to their healthcare provider to discuss ins replacement and suspected overdischarge. The patient subsequently called back and indicated that the screen did not show the therapy screen and MRI mode. The patient had the recharger in front of her and the screen did not show MRI mode. It was reviewed that the MRI mode is on the other remote and the patient was instructed to use the patient programmer. No further complications were reported/anticipated.